Manufacturer narrative:
Date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterilization, during pre-surgery of a veterinary facial trama repair surgical procedure, the electric pen drive device "would not rotate¿. The patient was a canine. A spare device was not available for use. As a result, there was a twenty to thirty minute delay to the planned surgical procedure and the "planned procedure had to be modified." The reporter stated that the patient was already anesthetized and there was no adverse effect on the patient because of the delay. The reporter stated that the patient made a "wonderful recovery". There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information: the device manufacture date is jun 12, 2013. Correction: the manufacturer city was inadvertently documented as (B)(4). The city has been corrected from (B)(4). Contact office - name/address has been updated accordingly to reflect the corrected manufacturing facility. Due to further investigation, the evaluation was updated: the assignable root cause of the device evaluation was corrected from normal use over time to the device was most likely damaged due to immersion during cleaning, which is user error/misuse and /or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be the electronic control unit (ecu) or motor assembly most likely damaged due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.